Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient had been wetting themselves and going every 45 minutes, and now symptoms are much worse than before. The patient switched to program 3 at 1.7v and felt comfortable stimulation on their buttocks. Three days after the initial report the patient stated they had a program change the day before and frequency had since lessened but they were noticing the volume of their voids was less and they didn't seem to get as much out now. The patient was directed to follow up with their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.